Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 of the same event: it was reported that during an unspecified surgical procedure, the air pen drive device took a long time to stop after activation; the drill bits were unedged (dull), which caused them to overheat and break, leaving fragments retained inside the patient. The devices had been used with an unknown attachment. It was reported that the surgery was delayed for an unspecified duration and that a spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.